Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6): product type recharger product ID 97745nt lot# serial# (B)(6): product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The patient reported that their stimulator stopped working and the screen opened up with software problem 1-intellis, 2-3.6, 3-1546, 4-appmanager.com. Patient mentioned that they left a message at their doctor's office and photocopied the screen but they never got back to them. When asked for event date, patient mentioned the issue began on february 26th. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, and controller port. Patient noticed on the recharger cord before it plugs in there's a little round thing around the corner like it's worn out. Agent walked patient through resetting controller; controller showed recharging 70% and implant 80%. Towards the end of the call patient mentioned the controller screen has a crack. The issue was not resolved. A request was sent to repair to replace the recharger and controller. Information was received from a patient regarding an implantable neurostimulator. Patient reported they took the battery pack out of the controller, in the middle of the night it went back on by itself and it felt like someone threw a grenade through my back. Patient stated the stimulation felt like they had the max therapy stimulation on and commented they were afraid to use it now. Agent asked and patient clarified they were referring to the stimulation that turned back on by itself. The issue began a couple weeks ago around feb 27th. Patient stated they would put their device in MRI mode. Patient mentioned that they left a message at their doctor's office and but they never got back to them but was unsure if that was still their doctor. Agent reviewed with patient they can use the therapy on/off button to turn the stimulation off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and mentioned that they have received both the recharger and controller. Patient also mentioned receiving one label for two packages. Agent advised they can return both devices and place it in the same box.